Event description:
The user received questionable tsh (thyroid-stimulating hormone, thyrotropin) results for four samples from the same patient. No units of measure were provided. Sample 1 initial tsh result was 28.3. The sample was diluted 1:2 with a result of 30.48 and diluted 1:5 with a result of 32.05. The sample was tested with peg precipitation with a result of 18.3 and tested with hama blocking with a result of 27.17. The sample was also tested by an alternate method on an abbott analyzer with a result of 18.4. On (B)(6)2010, sample 2 tsh result was 25.26. On (B)(6)2010, sample 3 tsh result was 5.07. On (B)(6)2010, sample 4 tsh result was 20.42. No adverse events were alleged regarding the discrepancies. The tsh reagent lot number was not provided.

Event description:
Starting to see diabetic patients on u-500 and using u-100 syringes -flashing red lights!- if diabetic pt on u-500 insulin admitted to hospital using u-100 syringe. Pt reports that they draw up 50 units sq bid. Actual dose is 250 units sq bid! Pt states that tb syringes are not reimburseable. Confusion with u-100 syringes with u-500 insulin could be potentially lethal. Mandate tb syringes to be dispensed with insulin u-500. Prohibit the use of u-100 syringes with this product to avoid errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
The samples in question were provided for investigation and the elecsys results for the samples were verified. No known interference was identified. The samples were further tested on a siemens centaur and the elecsys results were comparable to the results obtained, therefore the customers results should be reliable. No adverse events were reported.